Event description:
Pt experienced nausea and vomiting. Attempt to reprogram the valve was unsuccessful and it appeared to be stuck when examined with x-ray and fluoroscopy. The valve was explanted and replaced. Pt is reported to be doing well.